Event description:
Source added 500 cc of normal saline and 250 ml of taxol to the container which was then spiked with vented tubing and delivered to floor. Container was placed on the countertop. The pt reported a loud pop and the container fell to the floor and broke further.